Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed through a mar dated (B)(6) 2018. Method & results: device evaluation and results: a visual inspection was completed by a material analysis engineer which noted: the parts were examined with the aid of a stereo microscope at magnifications up to 50x. Explantation damage in addition to damage consistent with the cement-mantle breakdown process were observed on the stem. Dimensional inspection: not performed due to damage noted in visual inspection. Functional inspection: not performed due to damage noted in visual inspection. Material analysis: a material analysis concluded: the stem fractured in fatigue with the final fracture occurring in ductile overload. The location of fracture original was at or near the location of the prehension hole. Eds analysis showed the stem was consistent with astm (B)(4). Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: a review of the provided medical records by a clinical physician noted. The primary harm involved is revision surgery necessitated by mechanical failure (fracture) of a cemented femoral hip stem. Detailed material analysis failed to identify any material or manufacturing discrepancies in the involved implant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: a medical review concluded: the primary harm involved is revision surgery necessitated by mechanical failure (fracture) of a cemented femoral hip stem. Detailed material analysis failed to identify any material or manufacturing discrepancies in the involved implant. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Man with a left total hip replacement slipped & fell in the shower & was unable to get up. Eventually he was transferred to (B)(6) emergency department, where he subsequently had a pelvic plain x-ray. A periprosthetic fracture was identified. Original operating surgeon was notified. Surgeon organized transfer of the patient to university hospital (B)(6). The broken exeter stem was subsequently removed the following day in the pm with another exeter stem. The acetabular component was not revised. Update: x-rays confirm an exeter stem fracture. There was no periprosthetic fracture present.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Man with a left total hip replacement slipped & fell in the shower & was unable to get up. Eventually he was transferred to (B)(6) emergency department, where he subsequently had a pelvic plain x-ray. A periprosthetic fracture was identified. Original operating surgeon was notified. Surgeon organized transfer of the patient to (B)(6) hospital (B)(6). The broken exeter stem was subsequently removed the following day in the pm with another exeter stem. The acetabular component was not revised.